Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database

Event description:
A site representative reported that the imaging system was not booting correctly. The system was not going past the "system booting please wait" screen. During troubleshooting, a corrupt file was discovered. Replacing the file with a backup file from the previous month resolved the issue. The system was then functioning as intended. No patient was present during this event, so no patient demographics are applicable.